Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer/consumer claim unit stops and when they wiggle the tiller it will start back up. Dealer could not duplicate the problem when test drove. MDR filed.